Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The infection was localized to the pocket site and had purulent discharge. Additional information was received indicating that the leads were previously dislodged due to twiddling and was reprogrammed prior to system explant. No additional adverse patient effects were reported.